Event description:
Pt was seen for extraction of 5 teeth and removal of 2 bones from the floor of her mouth. The bottom of her tongue was burned by the handpiece being used, causing blistering and extreme pain lasting 3 weeks.